Event description:
It was reported that a sling procedure was performed in 2002. The physician had successfully passed one side of the device using an abdominal guide. While passing the second needle, the physician feels that it got hung up on the bottom of the pubic bone. The physician used a combination push-pull technique and the abdominal guide separated from the connector. The physician continued to push the needle and successfully delivered the tape through the adbominal incision. He then realized that the connector was not on the end of the needle. The physician fluoroscoped the patient and located the connector in the space of retzius. He enlarged the abdominal incision and was able to palpate the connector and push it back through the vaginal incision. He estimated that this took him 20-30 minutes additional. The connector was bent upon removal and appeared bent on fluorscopy.